Manufacturer narrative:
The lot number for the malfunction is unknown, therefore a manufacturing review could not be conducted. The device and a photo has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implanted port allegedly experienced a fluid leak and a loose or intermittent connection. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore a manufacturing review could not be conducted. The device and 6 photos have been returned to the manufacturer for evaluation. The investigation of the reported malfunction confirmed loose or intermittent connection but remains inconclusive for fluid leak. Based on the available information, a definitive root cause of the malfunction is unknown. The device is labeled for single use. H11: g1; h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implanted port allegedly experienced a fluid leak and a loose or intermittent connection. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.